Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) calibration failed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) calibration failed. There were no services previously reported. Log events were reviewed and there were no errors related to the complaint. Visual and functional testing was performed, and complaint could not be replicated. Dso sensor was found functioning properly and device sensors were calibrated successfully.